Manufacturer narrative:
The insulin pump passed self test and displacement test. No unexpected battery failed alarms or pump error 63 alarms noted during testing however, pump error 63 alarm (variable 3) is confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly. The pump was received with broken belt clip rails. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm after self-test. Customer was able to clear the alarm successfully. Customer was able to complete pump rewind. Customer stated that they performed self test. Insulin pump passed self test. The insulin pump had cracks on clip rails. No harm requiring medical intervention was reported. The device was returned for analysis.